Manufacturer narrative:
(B)(4).

Event description:
It was reported the pulse generator could not be interrogated. The magnet rate revealed the device exhibited loss of output. The patient experienced low heart rate. The device was explanted and replaced. No further information was available.